Event description:
It was reported that the patient presented to the emergency department with shortness of breath. A remote monitoring transmission indicated that the right atrial (ra) lead appeared to exhibit oversensing and ventricular rhythms displayed pauses. The right ventricular (rv) lead exhibited a sensing integrity counter (sic) of 30, which potentially occurred on the same date of implant of the patient¿s cardiac contractility modulation (ccm) device. Additionally, it is suggestive that ccm could be related to the pauses. Both leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: ddmb1d4 (serial: (B)(6); product type: 0235-ICD; implant date: on (B)(6) 2021; product ID: 5076-52, (B)(6); product type: 0270-lead-lv-pace; implant date: on (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient¿s electrophysiologist determined that the patient was just having breakthrough ventricular arrhythmias that seemed to be independent of the ccm device. The patient was prescribed an antiarrhythmic to decrease the ventricular arrhythmias.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.